Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v909187, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that the device stopped helping symptoms and stimulation sensation stopped. This occurred in since 2014 and symptoms returned in (B)(6) 2015. There was also lower back pain, which started in (B)(6) 2015. No troubleshooting or interventions were performed. There was no trauma or fall that could be related to the issue. The stimulation issue was not related to positional movement. There was no recent medical procedure or electromagnetic interference (emi) exposure. It was noted that the change in therapy/symptoms was considered sudden. The patient had not notified their healthcare provider (hcp). The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was also noted that the patient needed to put new batteries in the patient programmer (pp). It sounded like the patient was getting the poor communication screen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.